Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on (B)(6)2019. Lowest bg recorded by continuous glucose monitor (cgm) was 56 mg/dl at (B)(4)am. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. User made bolus requests without entering current bg and while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple instances of low blood glucose (bg) level of 50 mg/dl; cause was unknown. Food and juice were consumed to treat low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.